Event description:
It was reported that the right ventricular (rv) lead exhibited a rapid rise in threshold that seem to stabilize. Recently the threshold increased again. The rv lead output settings were reprogrammed and the lead remains in use. The patient was scheduled for follow up in three months. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).